Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "occlusion error" was not reproduced. A review of the event history log revealed upstream and downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor fluid numbers out of specification and the force sensor is failing. The ultrasonic sensor requires calibration and the force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed occlusion error. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.